Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported experiencing unexplained high blood glucose for three weeks. Troubleshooting was performed. The customer's most recent glucose reading was 284 mg/dl, and she had treated with the insulin pump and manual injections. The programming, time and date were correct. Ran a fixed prime test and passed. Performed a high pressure test twice and the test failed. No further info was provided.